Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye, which observed damaged sterile packaging on both blister packages. The reported condition was verified. The cause of the condition could not be determined. However, the probable cause was noted, to be storage conditions or prolonged exposure to uv light. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of two (2) one-link non-dehp standard bore catheter extension sets were damaged. It was not specified when in the process step this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.